Event description:
It was reported that a patient presented with intermittent capture resulting in over-sensing alerts noted on the implantable cardioverter defibrillator. In-clinic assessment was recommended. No patient symptoms were reported.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that programming were changes performed and additional programming changes recommended for patient. No patient symptoms were reported.

Event description:
It was reported that a patient presented with intermittent capture resulting in over-sensing alerts. In-clinic assessment was recommended. No patient symptoms were reported.